Event description:
Additional information received indicated lead provocation testing was performed and the noise was unable to be reproduced. The patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. An x-ray was revealed no anomalies. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated low pacing impedance and low sensing was observed on the right ventricular lead.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. Additionally, noise was reproducible during lead provocation testing and no anomalies were observed via x-ray imaging.

Event description:
Additional information received indicated the device was reprogrammed to ensure the output was high enough to prevent loss of capture.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, oversensing, low sensing, and low pacing impedance were not confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing revealed no indication of conductor fractures. However, an internal short between conductor paths was noted due to damaged inner and outer insulation consistent with procedural damage. The impedance test was unable to be performed due to the condition of the lead as received. A visual and x-ray examination revealed no anomalies except for procedural damage.